Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that  there was an inaccuracy of about 3-8 millimeters and appeared to be parallel to the original plan. This was detected on the postop imaging system spin. The patient datasets were loaded and planned in advance of the case. The imaging system setup for the spin then acquired. The imaging system scan failed to attach to the existing dataset and was viewed as a separate entry in the navigation system exam list. When combined to the original dataset as a working exam, the original scans were deselected. When reselected, merge was reinitialized and the plans had been deleted. The site had the original archived dataset on a usb so they deleted all the patient (pt) scans except for the imaging system spin, reloaded the archived dataset which had plans. The imaging system spin was then combined with the dataset and the plans were restored with an imaging system navigation active for registration. A skin fiducial and bony landmarks were checked for accuracy, the pt skin was noticeably mobile. Accuracy was deemed acceptable from the s urface landmarks checked. The pt was draped at this point. There was no reported impact to the patient. There was less than an hour delay to the case.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.